Event description:
Information received by medtronic indicated that the insulin pump displayed open book image on the insulin pump screen. Customer stated that the alarm went off and the customer took out the battery and it started beeping. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. S/w 4.11e. Retainer ring = black. On (B)(6) 2022, the customer alleged the pump having open book image and pump error 63 alarm. No critical pump error (open book image) alarm¿noted during boot up. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and cracked select button keypad overlay during the visual inspection. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history on 02/24/2022, found pump error 63 alarm (variable = 21) time of 09:32:02 and pump error 4 alarm on 02/24/2022 at 09:32:01. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was cut open and no moisture damage on the electronic assembly, motor and force sensor during the visual inspection. In summary, pump passed all required testing. However, found pump error 63 and 4 alarm in the pump history suspected to be on the electronic assembly. Customer alleged not confirmed for the pump having open book image. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in e3, h8 and g2 section.

Manufacturer narrative:
Retainer ring = black on (B)(6) 2022, the customer alleged the pump having open book image and pump error 63 alarm. No critical pump error (open book image) alarm¿noted during boot up. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay and cracked select button keypad overlay during the visual inspection. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history on (B)(6) 2022, found pump error 63 alarm (variable = 15) time of 09:32:02 and pump error 4 alarm on (B)(6) 2022 at 09:32:01. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was cut open and no moisture damage on the electronic assembly, motor and force sensor during the visual inspection. In summary, pump passed all required testing. However, found pump error 63 and 4 alarm in the pump history suspected to be on the electronic assembly. Customer alleged not confirmed for the pump having open book image. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.